Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09068- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-may-2024, it was reported by the patient that infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 180 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.